Manufacturer narrative:
This report is for an unknown screws: 4.0 mm nail locking screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Customer quality investigation: the 4.0mm nail locking screw was not returned. A photo-investigation was performed on the images. Upon inspecting the images provided, no fault or issue could be identified and confirmed. Lot number is unknown, and therefore, DHR could not be completed. If the lot number can be confirmed, the DHR will be revisited. Conclusion: product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent a hardware removal procedure of ex adolescent nail on the right femur. This report involves (1) unknown screws: 4.0 mm nail locking screw. This is report 5 of 5 for (B)(4).